Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received along with the pouch for product evaluation. The hemostasis sheath, dilator, and carrier tube assembly were returned along with a completely opened poly-foil pouch. The bypass tube was returned as well. No other accessory components were returned. Visual inspection revealed no anomalies on the accessory components of the device. The bypass tube was completely detached from the main body of the carrier tube and the anchor and collagen were exposed. No deformation or damage was noted on the anchor and bypass tube. No other visual anomalies were noted with the device. The inner diameter of the bypass tube at the distal end was measured and found to be 0.0907" and which was within the specification of 0.091" +0.002/-0.001. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that pulling the carrier tube from the pouch without completely opening it, may have resulted in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the scrub nurse observed the angio-seal device bypass tube was already loosened after opening the foil pouch. Upon touching, the bypass tube dislodged. This is a mesenteric embolization case. They completed closure with another angio-seal 6fr. The patient was in stable condition and there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in event.

Event description:
Additional information was received on 28jun2019. A 5fr sheath was used.